Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob and the device codes (4) (h6) in section h. Device manufacturers only. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. Additionally, loss of capture (loc) and high capture thresholds were also noted. The device was reprogrammed; therefore, this ra lead is no longer providing pacing. No adverse patient effects were reported. Additional review of the information noted that this ra lead appeared to have fractured.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system recorded high out of range pacing impedance measurements greater than 3000 ohms in the right atrial (ra) channel. Additionally, loss of capture (loc) and high capture thresholds were also noted. The device was reprogrammed; therefore, this ra lead is no longer providing pacing. No adverse patient effects were reported.